Manufacturer narrative:
(B)(4). Batch # t5cc11. A manufacturing record evaluation was performed for the finished device and no non-conformances were identified.

Event description:
It was reported that during an open gastrectomy, the jaws did not open when the device was used for roux-en-y method on the stomach. The knife reverse switch and the manual override lever did not function. The jaws eventually opened while touching the firing trigger. The surgeon commented that the stapling stopped on the way of the firing. But it was found that the target tissue was stapled completely when the tissue was checked after opening the jaws, and the deployed staples were formed as intended. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Device analysis: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. A gst60b cartridge reload was received fully fired and loaded in the device. The bailout system was reset and then, the device was noted to be nonfunctional. In order to evaluate the condition of the internal components the device was disassembled. Upon disassembling, evidences of corrosion were noted on the motor. No functional testing could be performed due to the returned condition of the motor. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device opened and closed without any difficulties noted.